Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause is not established. Which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported a therapeutic colonoscopy procedure was performed on a patient with two pedunculated polyps in the colon. The single use ligating device was used, and the loop was pulled securely and tightly around the polyp. When it came time to release it, the working wire of the loop system broke and the loop could no longer be released. The handle was removed from the system using bolt cutters. The plastic sheathing was then cut open with a scalpel to access the metal sheathing. It was then fixed manually using a clamp as any manipulation caused the metal sheath to slide back into the plastic sheath. Finally, a stiff wire was inserted into the lumen of the metal sheath so the loop could be released after all. No further intervention was necessary. There was no harm caused to the patient.